Manufacturer narrative:
Objective of this study / publication was to compare the ability and to investigate the biomechanical impact of three different anterior cruciate ligament (acl) reconstruction techniques to normalize rotational knee stability 1 year after acl reconstruction. Three different acl reconstruction techniques were tested and tibial fixation in those was ensured with biodegradable interference screw inion hexalon and made using endobutton (smith&nephew). There were two patients (other patient reported separately) with early post-operative infection in the double bundle group. Both were treated with arthroscopic lavage and antibiotics. Most probably, the infection was not caused by inion implant, since the implant was not removed in re-operation. The risk of infection is always present in arthroscopic knee surgery. There is no implication in the article that the infection would have been caused by inion hexalon screw. Two patients in the single-bundle transtibial-group had the tibial screw removed during the follow-up period (cases reported separately). From the 45 patients, 36 were analyzed at 1 year post-operative. (13 double bundle, 12 single bundle anteromedial, 11 single bundle transtibial). No significant difference in rotational stability walking, running, and pivoting was seen between anatomic and nonanatomic acl reconstruction techniques at 1-year follow-up.

Event description:
Objective of this study / publication was to compare the ability and to investigate the biomechanical impact of three different anterior cruciate ligament (acl) reconstruction techniques to normalize rotational knee stability 1 year after acl reconstruction. Three different acl reconstruction techniques were tested for their ability to normalize rotational knee stability in a prospective randomized study. 45 patients were randomized to transtibial single-bundle (sb), anatomic sb, and double-bundle acl reconstruction. Tibial fixation was ensured with biodegradable interference screw inion hexalon and made using endobutton (smith&nephew). From the 45 patients, 36 were analyzed at 1 year post-operative. (13 double-bundle, 12 single bundle anteromedial, 11 single bundle transtibial). No significant difference in rotational stability walking, running, and pivoting was seen between anatomic and nonanatomic acl reconstruction techniques at 1-year follow-up. However, during the follow-up period, two patients in the double-bundle group had and early postoperative infection that required arthroscopic lavage and antibiotic treatment.